Event description:
The customer reported an altitude alarm from the pump, which temporarily suspended insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove an obstruction from the speaker holes and clean them, followed by reconnecting the cartridge. After waiting five minutes, insulin delivery resumed, and the alarm did not recur. The pump returned to normal operation, and the customer was given tips to prevent future altitude alarms.